Manufacturer narrative:
The returned valve was patent. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It met the requirements for reflux, pressure-flow, pre-implantation. Proteinaceous debris was noted within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The valve did not meet the requirements for leak testing due to a tear in the top of the cassette housing chamber. There was also a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was undergoing surgery due to high pressure headaches associated with benign intracranial hypertension. According to the report, the device was found to be blocked intra-operatively. The report stated that the doctor replaced the device with a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.